Manufacturer narrative:
The device was received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. No frozen screen. The device was monitored and time and date functioned properly. No battery out limit alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 219 mg/dl. Troubleshooting was performed. The device was returned for analysis.